Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly was hospitalized with blood glucose levels of 28 mmol/l and ketones of 6%. Customer was treated with insulin via pen injection. Caller reported patient did not prime the infusion set after a cartridge change and did not respond the alerts the pump was giving. Pump will not be returned and there is no allegation against the pump.